Event description:
There was a port dysfunction status post lap-band. At the time of the surgery, a port was found to have a completely disconnected tubing. During diagnostic laparoscopy, it was revealed there was tubing in the abdominal cavity.